Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 285 mg/dl at the time of the incident. Troubleshooting was done for insulin flow blocked alarm. Customer's other blood glucose value was 211 mg/dl. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.